Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis hemo low system. During an interventional procedure, the user reported that the system froze. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Several attempts to bring the system back to operation failed. Based on the service reports, an installation from backup was not successful. According to our product specialists a hardware defect of the dialog monitor computer (dmc) was the most probable reason for this issue. This thesis is supported by the fact that after exchanging this part the system was fully operational. The affected dmc has been exchanged by the local service organization and the error has not been reported again. The spare parts consumption had been checked and no error accumulation has been identified nor an systematic issue has been recognized. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.